Event description:
The following article was reviewed: ¿single-center mid-term experience with chimney-graft technique for the preservation of flow to the supra-aortic branches¿ (robert shahverdyan et.al, vascular, 2018, vol. 26(2) 175¿182, published online on october 12, 2017). The objective of the study was to investigate the feasibility and the mid-term outcomes of the chimney-graft technique for the revascularization of supra-aortic branches in patients with thoracic aortic pathologies involving the aortic arch. A retrospective analysis was done of a prospectively maintained database including all patients with aortic pathologies treated at the institution with chimney/snorkel technique of supra-aortic branches between january 2010 and july 2016. All patients were considered as high-risk candidates for open surgical procedures due to severe cardiac dysfunction, respiratory disorders, previous sternotomy or other medical conditions, and not suitable for arch-hybrid procedure according to the cardiothoracic surgeons within an interdisciplinary conference. A total of 49 supra-aortic branches were revascularised. In particular, a chimney-graft was implanted in the brachiocephalic trunk in 23 patients, in the left common carotid artery in 25 patients and in the left subclavian artery in a single patient. Double-barrel technique was performed in 11 patients, whereas a triple-barrel technique was performed in 19 patients. The conformable gore® tag® thoracic endoprosthesis was used in all but one patient (97%). It was stated that two patients had a postoperative type ia endoleak during the first cta scan that were treated with gutter embolization (histoacryl) after 3 and 18 months, respectively, and showed no further type ia endoleak during followup.